Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for device interrogation prior to magnetic resonance imaging (MRI), the device was running a capacitor maintenance during pre-MRI set-up. The patient experienced a shock during the charging process. The nurse claimed to hear a "crack" sound. Following this event, the rf telemetry did not work. The clinician could not obtain the list of episodes to see why the shock was removed. The session was ended, and device interrogation was attempted. The device could not communicate with the programmer. Telemetry test from special function screen was also attempted. Device replacement was discussed. MRI was not performed. Couple of days later, patient presented for device explant. The device was explanted and replaced without any complications. All the parameters were within normal limit. The patient was discharged on the same day of procedure.

Event description:
New information received notes that output anomaly was also noted on the device. The device exhibited no low voltage output anomaly.

Manufacturer narrative:
Final analysis notes that upon receipt, communication could not be established between the device and the programmer due to a depleted battery. Battery depletion was caused by excess current drain. X-ray inspection revealed severe damage to the hybrid. The root cause of the damage was undetermined.